Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the plastic part of the reservoir compartment had broken off. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir would not stay in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.